Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50, serial#: (B)(4), model description:linear st lead with preloaded enhanced stylet 50cm explanted devices will not be returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted if there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
It was reported that the patient was explanted due to infection at pocket site. The patient was given oral antibiotics. Physician does not believe infection is related to the device or procedure. The patient was doing fine.

Manufacturer narrative:
The ipg passed all visual, electrical and performance tests performed. The ipg exhibits normal device characteristics. Damage to the leads is a result of a typical explant procedure and it is not considered a failure. No anomaly was noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
It was reported that the patient was explanted due to infection at pocket site. The patient was given oral antibiotics. Physician does not believe infection is related to the device or procedure. The patient was doing fine.